Manufacturer narrative:
The complainant reported and believed that the patient was over the age of 18; however it was unknown if the patient was over the age of 18 or not. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, this patient was referred from another hospital. During the procedure, when the physician attempted to place the sensor guidewire into the right ureteral orifice in the bladder to gain access to the kidney, the anatomy was extremely difficult. The physician struggled to get the catheter or wire into the ureteral orifice. The sensor wire entered the ureteral orifice and perforated through the ureteral orifice wall back into the bladder. It was reported there was no malfunction of the sensor guidewire. The physician noted that ¿happens sometimes with stiff wires¿ ¿it was more the nature of trying to push a stiff wire up difficult anatomy. ¿ the physician tried using a zipwire guidewire to access the kidney and was also unsuccessful in this attempt. The procedure was aborted. There was no treatment given for the perforation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.